Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 330 mg/dl and a correction bolus was delivered to address the bg level. The customer changed their supplies in order to resolve the occlusion alarm. As the occlusion had occurred in the past, no troubleshooting was performed.